Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that the reservoir had leak. Customer¿s blood glucose level was 370 mg/dl. Customer stated that insulin was smelling because the insulin appeared to be leaking. Troubleshooting was not completed for hyperglycemia and leak. The reservoir will not be returned for analysis.